Manufacturer narrative:
A review of the mfg. Lot build database for the reported lot# 292637 (mfg. Date 09/2014) shows (B)(4) units were mfg., tested, inspected and released. There were no exception documents generated during the lot build. A two year query of the complaint database for this list/lot# 292637 recorded no additional reports/investigations. Labeling review/ product usage: the k7063-001 smallbore ext. Set is configured with a neutron bidirectional connector intended for use as an accessory to an intravascular catheter placed in the vein or artery. The device set may be used for the administration of blood and fluids to patients, including pediatrics and immunocompromised patients. The device may also be used with power injector procedures up to 10ml per second of contrast media and a maximum pressure of 350psi. The device incorporates a technology that will prevent fluid displacement resulting from the following: connection or disconnection of a luer; syringe plunger compression; patient vascular pressure changes, such as coughing or sneezing; and IV solution container run-dry. The neutron incorporates a pre-slit septum that does not require the use of needles and will therefore passively aid in the reduction of needlestick injuries. Findings: the involved k7063-001 device set was not returned for analysis and confirmation. There were no reports of k7063-001 component breakages/defects and or anomalies. The exact cause(s) of the problem are unknown at this time. This report and the associated investigation findings have been entered in the complaint database for continuous monitoring and trending. Device not returned.

Event description:
Intl (B)(6) complaint received reporting leakage issue with use of one k7063-001 7" smallbore neutron extension set. The initial information reports "extension set was found to be leaking - as a result infant weighing (B)(6) lost approx. 29ml of required fluid." The device set was removed and replaced, infusion treatments resumed with no further issues encountered. Repeated requests for additional event/usage information including length of time the device set was in use; identity of the mating/access devices used in the set-up; location (i.e. Connection site to fluid source, syringe etc. ) where leakage was observed and the return status of the involved k7063-001 and unspecified set-up devices have not been responded to.